Event description:
It was reported by repair work order that the power cord and power outlet were damaged, which caused the breaker to trip. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.